Manufacturer narrative:
Based on the claim against the product by the customer noting tip held on by cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.68" x 0.18" was found to be broken off and hanging on by the conductor wire. The broke piece was still attached and returned with the instrument. A visual inspection displayed no signs of physical damage to the conductor wire. The instrument passed an electric continuity test on 3 of 3 attempts. The complaint regarding tip being held by cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the force bipolar's tip was being held by the cable. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.